Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized. The customer reported that she was just released from the hospital for high blood glucose. The customer stated she was in the hospital due to the pump. Patient's blood glucose at time of incident was unknown. Patient's current blood glucose was unknown. Blood glucose value when admitted to hospital was over 800mg/dl. The customer was wearing the pump at time of hospitalization. The customer was advised to treat with syringe. The customer declined high blood glucose troubleshooting. The insulin pump will not be returned for analysis.